Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
One touch ultra meter was reading in the incorrect units of measurement. The patient owned the reported meter for one year, but had been using another meter until 2 weeks ago. When the patient started using the reported meter, she checked the units of measurement, because she had received the letter from lifescan regarding units of measurement. She contacted lifescan when she found that the meter was set to mmol/l. She continued taking her daily dose of oral diabetes medication and had no symptoms of high or low blood glucose level. She received no treatment from her medical professional at the time of concern. The customer care representative verified that the meter was set to mmol/l instead of mg/dl. She stated that she did not recall changing the units of measurement or other meter settings. The complaint is reported as a product malfunction medical device reportable, because the patient did not recall changing the meter units of measurement. The meter, test strips, and control solution were replaced.